Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. The pt was treated four times between 15:48:15 and 15:50:21 on (B)(6) 2015 while at home. Multiple counting of the pt's idioventricular rhythm contributed to the false detection. The pt was unconscious and the response buttons were not used during the event. CPR artifact indicates the presence of bystanders. Paramedics transported the pt to the ER.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: electrode belt (B)(4): 08/01/2014 - initial use. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg